Event description:
It was reported that the end user had just got up from the couch, had taken a few steps when the cane broke. The user fell hitting user's head on a door. Required stitches to user's head.